Event description:
Name of procedure being performed: c-section. Detailed description of event: alexis clear sheath ripped in half. Baby was already delivered. They were getting ready to close when they noticed the rip in the sheath. Removed the alexis from the patient. Appears to be a clean rip. No particulation. All material retrieved. Sheath was still attached to the rings. Device will be returned. Photo is available. Type of intervention: removed alexis and closed patient. Patient status: fine.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided by the complainant. The photograph confirmed the complainant¿s experience of a torn sheath. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: c-section. Detailed description of event: alexis clear sheath ripped in half. Baby was already delivered. They were getting ready to close when they noticed the rip in the sheath. Removed the alexis from the patient. Appears to be a clean rip. No particulation. All material retrieved. Sheath was still attached to the rings. Device will be returned. Photos are available. Type of intervention: removed alexis and closed patient. Patient status: fine.